Event description:
Customer observed an elevated advia centaur xp ca 19-9 that was above range. The patient was referred to an oncology radiologist who had another sample taken from the patient. The ca 19-9 result was negative on an alternate method. The elevated result repeated on the advia centaur xp ca 19-9 assay but remained negative on the alternate method and a second alternate method. There are no reports that treatment was altered or prescribed based on the discordant result. There are no reports of adverse health consequences based on the elevated advia centaur xp ca 19-9 result.

Manufacturer narrative:
The cause for the discordant, elevated advia centaur xp ca 19-9 result is unknown. It appears to specific to the patient and is caused by an unknown interferent in the samples. The sample was tested by the customer for heterophilic antibodies and the test did not confirm the presence of heterophilic antibodies. There is no sample available for additional testing by siemens. Quality control results were acceptable and consistent with historical values. No further evaluation of the device is required. The limitations section of the instructions for use states; "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information form the patient's clinical evaluation."